Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a lifevest pt passed away on (B)(6) 2015 while in the hospital. Ems reportedly removed the device in the ambulance while the pt was being transported to the hospital. Review of the event reveals that the pt experienced a defibrillator event. CPR artifact and ventricular paced beats led to an arrhythmia detection. The pt's ECG at the time of the pulse delivery is unavailable at this time. The pt's downloaded data files confirms that a 114j monophasic pulse was delivered followed by belt communication faults. This is consistent with the report that ems removed the device. The cause of the pt's death is unk.

Manufacturer narrative:
Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any monitor device malfunction related to the defibrillation event. The electrode belt is being returned for further investigation into the monophasic pulse. Monitor (B)(4). Electrode belt (B)(4), manufacturing date: 08/2014.